Manufacturer narrative:
(B)(4). Event date: on an unknown date, the patient experienced a right inguinal hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a right inguinal hernia and then began automated peritoneal dialysis therapy. The hernia occurred prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the inguinal hernia worsened with peritoneal dialysis therapy. On an unknown date, the patient underwent a surgical repair procedure for the inguinal hernia. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovered or was recovering from the inguinal hernia. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.